Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR 0002648920-2018-0090.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown articular surface, cat#: unknown, lot#: unknown. Unknown femoral component, cat#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04953, 0001822565-2017-04954. Product location unknown.

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided.